Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom system error 345 which was not reproduced. System error 345 was confirmed through the event history log. The unit performed as designed and an assignable cause was unable to be determined. There is no correction required in relation to the reported symptom. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-04427 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the system error 345 alarms which were not reproduced. The alarms were confirmed during a review of the event history log. Evaluation could not find a component for causality, the device was found to be operating within specification.

Event description:
It was reported that a spectrum pump displayed system error 345. It was also reported there was no patient injury.